Event description:
Company rep reported drug was infusing through the damaged septum of the pump. Device to be replaced. Follow up with hcp revealed issue with pump was discovered by oncologist filling pump-pump volume emptied rapidly post refill. This happened twice prior to evaluation of the pump. This medication leakage caused no tissue damage in the pump area, but pt failed to receive therapy as prescibed. Pump was examined by company rep in surgery and it was determined the pump was leaking in the septum. The pump was replaced. Follow up revealed pt is having uneventful post operative recovery.